Manufacturer narrative:
Further information from the field confirmed the system is being removed from the hospital and no further service will take place to resolve the reported noise issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise could not be conclusively determined.

Event description:
During an ablation procedure, there was a clinically significant delay in procedure. Noise was experienced on the ablation signals. The stimulator also experienced 50-60 hz noise when a channel was selected for pacing. Some noise was filtered and a jumper cable was used as troubleshooting, however the case was extended by two hours. The patient was stable and there were no further patient consequences.